Event description:
The nurse reported a corneal burn occurred during surgery. Additional information has been requested.

Manufacturer narrative:
A company service rep checked the system and found it to meet performance specifications. Investigation is in progress.